Event description:
The suspect device user was in the hospital for scheduled surgery. The device read 176 mg/dl compared to a lab glucose of 687 mg/dl. No controls were used. They treated pt for hyperglycemia. The device was replaced and requested to be returned for evaluation.